Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. The hp reportedly had a day dwell of 2500mls in peritoneum, which could typically be drained out during the initial phase of the subsequent apd therapy. Hp reportedly only drained 10mls of this fluid when the cycler advanced from the initial drain into fill 1. The hp reported during fill 1 hp received 2135mls of the target fill volume of 3000mls when hp felt tight and full. The hp placed an additional bag of solution onto the cycler set to make up for the lost fill volume and continued apd therapy. There was no pt injury or medical intervention reported.